Event description:
Reportedly this pump was taken out of storage by biomed engineering for preventive maintenance testing. During their test, the pump was displaying as if it was delivering, but the drive mechanism did not function. This pump had not been involved in any pt care issues or events previous to this maintenance eval.